Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt had symptoms of incontinence and slowness of movement after the scs system implant. The physician and pt believe these symptoms are related to the dosing of hydrocodone the pt was taking. The physician decreased the dosing. Follow up revealed the pt was feeling less groggy and has increased mobility. The pt was scheduled for follow up with this physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.